Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported possible "hole, non-specific" as an observation made during surgery and valve area was noted as having "particles in valve" and a "possibly valve site (probable)" "hole in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed opening during analysis. Other-technical: no observed particles in the valve. Valve leak and/or damage: no observed leak or damage in the valve. Additional observations: observed creases on the device.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported possible "hole, non-specific" as an observation made during surgery and valve area was noted as having "particles in valve" and a "possibly valve site (probable)" "hole in valve." Device has been explanted.